Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell against a large rock, cracked the touchscreen, and broke the pump into two pieces. Reportedly, the pump was not functional. Blood glucose was 200 mg/dl. The customer had manual injections as alternate insulin therapy.